Event description:
It was reported that there was a programmer error message, inability to print initial interrogation report or summary reports and the programmer locks up. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.